Event description:
An intermittent malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer will continue to use current pump for insulin therapy.